Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, when the introducer was inserted into the veins, no air was aspirated, but during left atrial angiography, air was aspirated from the irrigation port while flushing the sheath. The angiography was stopped, and the sheath was replaced with a non-abbott sheath (faradrive) . The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected information: b5, g3, h2.

Event description:
During an atrial fibrillation procedure, when the introducer was inserted into the veins, no air was aspirated, but during left atrial angiography, air was aspirated from the irrigation port while flushing the sheath. The angiography was stopped so the procedure could proceed without replacing the device. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
A corrective action was initiated to address the failure mode of the swartz braided introducer leak.